Event description:
It was reported that several episodes of auto-mode switch were observed via remote transmission. No patient symptoms were reported. Further testing and programming changes were recommended.

Manufacturer narrative:
(B)(4).